Event description:
They were advancing the stent towards the carotid artery. The stent was intended to be placed in the carotid. While they were advancing, just before they reached the lesion, the stent partially deployed (approx 20%) by itself, w/o touching the red stopper on the sheath or w/o doing anything strange. Physician then decided to deploy the rest of the stent where it started, but it was stuck in the system and could not be fully deployed. Then he decided to retrieve the whole system (while this 20% of the stent was still out). When he reached the iliac, the stent touched the walls and this 20% of it broke from the other part and got stuck there (the broken part is now laying normally in the iliac w/o complications). They continued by deploying another stent - medtronic's crystallo ideale.

Manufacturer narrative:
Note: this zivx5-1258-4.0 device is not registered for sale in the us, only if the complaint relates to an iliac indication. In this incident the device was being used to stent a lesion in carotid artery, but the stent fractured and the fractured portion of the stent remained in the iliac artery, therefore this is reportable MDR reportable. An add'l stent was replaced. The complaint info indicated that the physician advanced a zivx5-125-8-4.0 device (zilver 518 rx vascular self-expanding stent), of lot number c867048 towards the carotid artery. There were no zivx5-125-8-4.0 devices of lot number c867048 in stock at the time of the complaint investigation. The device involved in the complaint was not returned for eval. Images were requested and were confirmed to be available, however have not been rec'd to date. With the info provided a document based investigation was carried out. A possible caused of this complaint is that the device tip caught on something while advancing the device to the lesion causing the stent to be slightly deployed. Stent fracture cold then have possibly been a result of the force required to remove the delivery system from the pt with the stent partially deployed. The cause of this complaint cannot be conclusively confirmed as it is not possible to replicate the conditions of use in the laboratory. It can be noted that delivery system should not be removed from the pt with the stent partially deployed. As per the stent placement instructions reference in the instructions for use that accompanies this device, ifu0072-2, "once stent deployment has begun, the stent must be fully deployed." As the actual use conditions cannot be replicated in the laboratory, the stent fracture could not be confirmed and the cause of the complaint could not be conclusively determined. Prior to distribution, zilver 518 rx vascular self-expanding stent devices are subject to visual inspection and function checks to ensure device integrity. A review of the mfg records for zilver 518 rx vascular self-expanding stent devices of lot number specified above did not reveal any discrepancies which could have contributed to this complaint issue. As per ifu0072-2, "the product is intended for use in the iliac, carotid and renal arteries for the following treatments: arteriosclerotic stenosis, total occlusions that have been recanalized. The product provides mechanical support to maintain constant blood flow of the vessel." Stent strut fracture is included in ifu0072-2 as a potential adverse effect. From the info provided, the deployed piece of the stent remains in the pt with no noticeable problems. This pt did not experience any adverse effects due to this occurrence. Another stent was used to complete procedure. The 2 yr complaint history has been reviewed and this complaint represents an isolated occurrence for this product family. Quality engineering assessed the complaint and the overall risk has been determined to be moderate. Customer quality assurance will continue to monitor complaints of this nature for potential emerging trends.